Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation pending additional information from consumer.

Event description:
Health professional reports. Hemochron system 2 consecutive inr 6.3 and 5.8. Unspecified lab system 2.1. Pt therapeutic range not reported. No reported of adverse event, serious injury, or intervention.